Event description:
The customer observed false reactive alinity I hiv ag/ab results for one patient. The following data was provided (interpretation of results: >/= 1.00 s/co is reactive): sid (B)(6)initial result ((B)(6)) = 14.82 s/co, repeats = 92.04 s/co and 97.06 s/co, repeat on another alinity for troubleshooting ((B)(6)) = 177.38 s/co, repeat on roche cobas = 172. 00 s/co the sample had an aliquot prepared from the original tube: sid (B)(6)initial result = 0.05 s/co, repeat = 0.07 s/co, repeat on cobas = nonreactive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found an accumulation of serum on a part that surrounds where the sample probe goes in the reaction carousel. The part was removed and cleaned. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no subsequent false reactive hiv results were reported since the current issue was identified. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed false reactive alinity I hiv ag/ab results for one patient. The following data was provided (interpretation of results: >/= 1.00 s/co is reactive): sid (B)(6) initial result ((B)(6)) = 14.82 s/co, repeats = 92.04 s/co and 97.06 s/co, repeat on another alinity for troubleshooting ((B)(6)) = 177.38 s/co, repeat on roche cobas = 172. 00 s/co the sample had an aliquot prepared from the original tube: sid (B)(6) initial result = 0.05 s/co, repeat = 0.07 s/co, repeat on cobas = nonreactive no impact to patient management was reported.